Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) has assessed the device and validated that the screen brightness intermittently increased and decreased while the device remained untouched. This condition was corrected by replacing the liquid crystal display (lcd). No additional abnormalities were identified. Overall checks, cleaning, run-in testing, and functional testing were completed, and the device was confirmed to be operating as intended and returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.